Manufacturer narrative:
Zoll has received the icy catheter in the complaint for investigation. A supplemental report will be filed when the investigation has been completed. The event of catheter removal difficulty was assessed as serious because it required treatment to prevent life-threatening injury, etc. Based on available information, the event's relationship to the zoll catheter is casual. Catheter removal difficulty is an anticipated event and could potentially occur with usage of any catheter. The reported event is casually related to the device and not related to the procedure.

Event description:
The business partner (bp) for (B)(6) hospital, plastic surgery burns unit reported the site had a big problem removing an icy catheter (lot 174396) from a burn patient. A 26-year-old, 65 kg male patient with extensive burns (about 65%) from a liquid gas bottle explosion was admitted into the ICU and an icy catheter was introduced on (B)(6) 2024. The catheter was smoothly placed in the right femoral vein on the first attempt. The patient had severe hypothermia and had a temperature of 34.8°c at the start of ivtm therapy. The patient managed to reach a temperature of 36°c +, so everything looked well. The patient was also being treated with a warming air blanket and red heat lamps. On the 4th day of catheter use, there was a debate on whether to replace the catheter or not, as the only available alternative site was subclavian, and cool line catheters are not that effective. The site decided not to change the catheter as the case was very difficult. They consulted bp, and bp responded that the catheter is validated for 4 days, and extended use cannot be recommended per IFU, so it was up to them. The catheter was used for ivtm therapy for 7 days. The site kept the icy catheter in place until (B)(6) when the patient had a new surgery. The catheter was not used for ttm continuously, but rather on and off during the last days. The catheter performed well during surgery and afterward in the ICU for a couple of hours. There was no saline leakage to indicate any issues. Before initiating the removal, the site noticed that the distal infusion line was blocked. The others were working properly. The site was using the catheter as a cvc the whole time it was inserted in the patient. When the site tried to remove the catheter (they aspirated the remaining saline first), the catheter got stuck at the distal end of the second (middle) balloon. Per the customer, they performed the catheter removal procedure per IFU. The balloon was deflated with a syringe prior to the removal of the catheter. The (out) luer of the catheter was not clamped before the vacuum from the syringe was applied on (in) luer. In the area where the middle balloon of the catheter was, it appeared that the upper part of the balloon was detached from the catheter. The distal connection remained firm. The site believes that, for whatever reason, the balloon shrunk and stuck inside the vessel, and they couldn't move the catheter forward or backward. The shaft of the catheter was intact. They performed an ultrasound and x-rays to confirm. The doctors claim that during the withdrawal they have manipulated the catheter very gently and didn't try to use sharp objects around the catheter or the balloons. On (B)(6), the entire catheter was finally removed surgically using a minimal invasive endovascular process. They had to use an intravascular stent in the vein to immobilize the remaining fragment onto the wall of the internal iliac vein, as a part of the balloon never came out. The procedure took them about 4.5 hours in the radiology department. Per the customer, the patient had increased risk of dvt and septicemia due to working attempts to remove the remaining foreign body. No serious harm to the patient was reported.

Manufacturer narrative:
D4 (additional device information) was corrected. The reported complaint that the medial balloon of the icy catheter (lot 174067) was stuck in the patient vessel and could not be removed was verified during visual testing. The medial balloon of the catheter was missing on the returned catheter, likely removed completely during the minimally invasive endovascular procedure. The probable root cause of the customer reported complaint is unknown. Zoll cannot precisely determine the root cause however, user handling cannot be ruled out. Per the customer, the catheter was used off label. The dwell time of the catheter was 9 days when the reported complaint was observed, contrary to the IFU. Per the IFU for the icy catheter, the maximum use period is 4 days. The secondary complaint that the distal infusion line was blocked could not be confirmed. Due to the condition in which the catheter was returned, functional testing could not be performed. Visual inspection of the returned catheter was performed. Blood residue was observed in the balloons and luered tubings. The icy catheter was returned to zoll with its shaft and balloons completely damaged. The medial balloon was not on the catheter shaft, confirming the reported complaint. Unrelated to the reported complaint, the shaft was cut by the customer at proximal end of distal balloon (9 cm away from the catheter tip), likely during removal of the catheter. Also unrelated to the reported complaint, the shaft was observed to be broken off at the middle of proximal balloon. The exact timing and cause of the broken shaft on the catheter cannot be determined; however, improper handling of the catheter cannot be ruled out. Also unrelated to the reported complaint, the proximal balloon was compressed and wrinkled due to the bonding detachment from the distal end of proximal balloon. The probable root cause of the observed issue could be a latent defect in the bond, however, user handling cannot be ruled out. Functional testing could not be performed due to the condition in which the catheter was returned. Historical complaints were reviewed for information related to the reported complaint of difficulty removing the catheter, and there were no similar complaints reported for the icy catheter with lot number 174067.